Event description:
It was reported that the threaded stud on the handpiece was broken. Unknown how this happened. Another handpiece was used to complete the case without any patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.